Manufacturer narrative:
As part of our investigation, the cds checklist was provided and states that the scope¿s laboratory results will be shared with olympus. No test has been performed on the aer / ewd (endoscope washer). As part of precleaning the customer will draw water through the suction / operating channel and wash channels (air/water, auxiliary and balloon channel. The elevator control cable is also washed. The customer uses steril-c detergent. The customer brushes the following brush points: suction / operating the intake cylinder, operating channel input, balloon canal, distal end and areas around the elevator. The endoscope was stored in a simple cupboard (without drying function)vertically. The device was returned to the regional repair center (rrc) for additional testing and investigation which are pending. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that after reprocessing , the scope cultured positive for unfermented gram negative bacteria in the internal lumen twice on (B)(6), 2021. In addition, on (B)(6) 2021, a third culture was performed on the scope and showed positive for an unspecified organism. There were no associated patient infections.

Manufacturer narrative:
This supplemental report is being submitted to report additional information, legal manufacturer¿s investigation. Please see updates in section. Additional information from the customer states the scope was brand new. The customer uses aniosyme x3 detergent and anioxyde 1000 disinfectant. The scope is stored in a drawer. Double manual cleaning is performed on the device. The scope is being leaked tested prior to manual cleaning being performed with an olympus mb-155 leak tester. The facility uses an olympus miini etd2 automatic endoscope reprocessor (aer). The customer reported that in the past the aer system faults were with the "water inlet pressure.¿ the scope was returned for evaluation and the sales business center (sbc) performed additional culturing on the scope¿s distal end, biopsy channel, suction channel, air/water channel, and auxiliary channel after reprocessing with no microbial growth detected. A physical evaluation was performed on the returned scope and found the light guide lens dirty and cracked. An insufficient volume of light was noted. Impact damage was noted on the scope¿s distal end cap. The connection part of the bending section and insertion tube are worn. Buckles were noted on the insertion tube and the protector boot of the scope. The scope body, scope cover, angle knobs and grip unit were inspected and found to have discoloration. Corrosion was observed on the scope¿s biopsy port, scope connector and electrical connector. In addition, the legal manufacturer reviewed the content of this complaint. The legal manufacturer reported that since the scope cultured positive for growth at the user facility after reprocessing and did not culture positive at the sbc after reprocessing the likely cause was not related to the scope. The legal manufacturer could not conclusively determine the root cause of the reported event. IFU states as follows: reprocessing manual: section 1.4 precautions and warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacturer confirmed via the device history record (DHR) that the subject device was shipped in accordance with specifications.